Manufacturer narrative:
Additional data: b.5., b.6., b.7., g.1., h.6.

Event description:
Additionally, healthcare professional (hcp) clarified that juvéderm® volift¿ with lidocaine was not concomitantly injected with juvéderm® voluma® with lidocaine. Juvéderm® volift¿ with lidocaine was not injected at all. When the ¿facial infection¿ was reported to the hcp, the patient reported to have had a "spot" which starting oozing when compressed for a couple of days before this but was not reported to the injector immediately. In the hcp's opinion, it is unlikely that the juvéderm ultra¿ xc contributed to the facial infection. The injector cannot confirm there was an insect bite as patient complained of itchiness initially before becoming infected, and patient was away from the city. The facial infection resolved over a month after the juvéderm® voluma® with lidocaine injection date.

Manufacturer narrative:
Concomitant medical products: tetracaine 9%, antihistamine and hirudoid cream. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient in the cheek with 1 ml of juvéderm® volift¿ with lidocaine. The patient was concomitantly injected in the upper lateral cheeks, zygoma ck1 and cktm, with 0.05 ml per side of juvéderm® voluma® with lidocaine. ¿ck1 onto periosteum¿ was noted as depth of injection. ¿cktm sub [illegible] retrograde cannula 25g 2¿¿ was noted as the technique used. 2 injection sites per side were injected with the cannula. The patient was pre-treated with chlorhexidine. The packaged needle was used to inject the zygoma ck1 and cktm. A 25 g tsk 2'' cannula was used as well. 3 days later, the patient was injected the lips and peri-oral area with 1 ml of juvéderm ultra¿ xc. The patient was pre-treated with ¿chlorhexidine [illegible] with lidocaine 9%¿ and tetracaine 9%. The patient was post-treated with antihistamine and hirudoid cream. ¿normal bruising [felt] to be appearing approx. 10 minutes post injection¿. Days later, the patient reported to the injector that there was an area of blanching above the right upper lip. The area was noted as ¿area of vascular compromise and blanching¿. The event was reported as confirmed and related to the juvéderm ultra¿ xc. The patient was injected in the entire area with hylase® 3 days after the day of onset and the day after (2 ml 1500 IV in 2 ml dilution) with good effect. The treatment was reported as necessary to hasten resolution and prevent permanent damage. The event resolved 2 days later. After this, the patient presented facial infection. The patient developed ¿spot/pustule ?¿ at point of right cheek cannula injection. The event was also described as ¿pustule ? Infected pimple or possible insect bite near dermal cannula insertion point¿. Right upper lateral cheek at every point covered with cannula¿ was noted as the affected site. Unspecified treatment has been provided. The treatment was provided to hasten resolution and prevent permanent damage. The event is ¿closely¿ resolved.